Manufacturer narrative:
The device was used in treatment, was not returned for evaluation. With all additional information provided, we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence, that the product did not meet the specification at the time of manufacture. A complaint history review was performed for the product. And failure mode reported. There have been further instances in the past three years. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed. And no further actions are required. Probable cause may be an obstruction issue. There were no indications, that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that on (B)(6) 2020, the device displayed a blockage alarm, the dressing was reapplied on the (B)(6) 2020. Npwt removed (B)(6) because the blockage alarm continued so the patient turned it off. The patient was reviewed in wound clinic on (B)(6) 2020, and was going to be managed with 2nd daily dressing but the patient did not want to have npwt reapplied.